Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose several times. Around (B)(6) 2017 the customer had blood glucose of between 30 to 40 mg/dl at the time of the incident. The customer got the extreme low after changing the infusion set. The customer was at 246 mg/dl at the time of the call. The customer used glucose and candy to treat the first low, and food for the most recent incident. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer had another low around (B)(6) 2017 and he was given glucose to treat. The customer had another low on (B)(6) 2017. The customer stated they had 5 low events since the previous week. The customer's meter was 40 points higher than the one the paramedics used. The insulin pump will not be returned for analysis.